Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0p6st, implanted: (B)(6) 2014, product type: lead. (B)(4) applies to both the ins and the lead. (B)(4) applies to the ins. (B)(4) applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the noticed a little bump under the skin on their lower back. The patient stated that it is very noticeable when standing, but in other positions it "sinks back under skin." The patient thought that it was a sebaceous cyst so they saw a dermatologist, but the dermatologist did not think that it was a cyst so an ultrasound was done and the bump was determined to be a foreign object. The patient thought that the ins was in their butt and was a different size, but thought that it could be the lead. The patient stated that "it is near the incision." No trauma or falls were reported to be associated with this issue and the patient planned to follow-up with their healthcare provider. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.